Event description:
A mobile provider worked a CT ir renal mass case at (B)(6) in (B)(6). The patient was under anesthesia for about thirty minutes when this issue happened. The mobile provider tested the needles and all of the needles got really hot. The gases that were located at the hospital were correct (argon and helium). The doctor decided to cancel the case because there was no resolution and he felt the patient was under anesthesia far too long. The mobile provider took the needles that were tested in the case to his company's facility to be tested again. The needles tested perfectly so he contacted galil medical's field service personnel. The conclusion of the phone was that they felt the hospital must have had a gas tank that was improperly labeled and distributed. The mobile provider is contacting the hospital to investigate the problem. The needles are with the mobile provider and will not be returned to galil.